Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump failed volume testing on 16.8 and 16.7 at 20 mls. No patient injury reported.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and showed the device to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed.